Event description:
The core universal driver overheated while being tested. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
Visual inspection found the contact pins burnt; the pinion gear teeth damaged, and the driveshaft rear bearing would not rotate smoothly. Corrosion damage was noted within the internal components of the device.